Event description:
The email received for the (B)(4) indicated that fifteen months post index procedure the patient experienced a myocardial infarction. The patient presented to the emergency room with questionable ischemia. His troponin I was 3.46 (uln 0.05) and ck was 55 (uln 232. There was no chest pain or EKG changes. He was dehydrated and anemic and was transfused with two units of packed red blood cells. Angiography was not performed. At the time of the index procedure, a 3.0 x 23mm cypher was implanted in an unknown coronary artery.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information received on (B)(6) 2012. The patient expired at home in his sleep on (B)(6) 2012, and was not hospitalized. According to the investigator the cause of death was cardiac arrest and was not related to the study device. An additional code of cardiac arrest has been added.

Manufacturer narrative:
Complain conclusion: the complaint received states that this (B)(4) study patient suffered an mi approximately 15 months post procedure and cardiac arrest approximately two years post index procedure. This was a (B)(6) male patient with medical history including iddm, hyperlipidemia, arthritis, dermatomycosis, renal insufficiency, chronic leg edema and s/p left toe amputation. In (B)(6) 2010, the patient had a cypher stent implanted in the lad in the face of a nstemi. Pre-procedure stenosis was 90%. Post procedure stenosis was 0%. It is unknown if the patient was compliant with an anti-platelet regimen. The email received for the (B)(4) study indicated that fifteen months post index procedure, the patient experienced a myocardial infarction. In (B)(6) 2011, the patient presented to the emergency room with questionable ischemia. His troponin I was 3.46 (uln 0.05) and ck was 55 (uln 232. There was no chest pain or EKG changes. He was dehydrated and anemic and was transfused with two units of packed red blood cells. Angiography was not performed. To date, there is no further information available regarding this event. Additional information received states that in (B)(6) 2012, the patient died at home in his sleep. According to the investigator the cause of death was cardiac arrest and was not related to the study device. To date no further information has been available. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15124251 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. In this case, the patient was dehydrated and anemic, both of which can contributed to myocardial ischemic events. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that patient and medical condition factors may have contributed to the reported event. Death, from ischemic heart disease, is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient suffered an mi approximately 15 months post procedure. This is a (B)(6) male patient with medical history including iddm, hyperlipidemia, arthritis, dermatomyosis, renal insufficiency, chronic leg edema and s/p left toe amputation. The patient had a cypher stent implanted in the lad in the face of a nstemi. Pre-procedure stenosis was 90%. Post procedure stenosis was 0%. It is unknown if the patient was compliant with an anti-platelet regimen. The email received for the (B)(4) study indicated that fifteen months post index procedure, the patient experienced a myocardial infarction. The patient presented to the emergency room with questionable ischemia. His troponin I was 3.46 (uln 0.05) and ck was 55 (uln 232. There was no chest pain or EKG changes. He was dehydrated and anemic and was transfused with two units of packed red blood cells. Angiography was not performed. To date there is no further information available regarding this event. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. In this case, the patient was dehydrated and anemic, both of which can contributed to myocardial ischemic events. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that patient and medical condition factors may have contributed to the reported event.